Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to noncompliance to the sterilization technique. On an unreported date the patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics for peritonitis. The action taken with dianeal therapies was not reported. At the time of this report the patient was not recovered from this peritonitis event. The antibiotics were discontinued three weeks prior to receipt of this report. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.